Event description:
It was reported that a shuntassistant 2.0 (#fx102t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation. Same patient/event as: 3004721439-2025-00343.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has shown that the shuntassistant 2.0 is permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve is not operating within the acceptable tolerance in the vertical position. An accelerated outflow could be detected. Internal inspection: after dismantling of the valve, deposits were found in shuntassistant 2.0. Results: based on our investigation results, we can determine an accelerated outflow in the vertical position on the shuntassistamnt 2.0. The deposits visible in the valve led to the change in flow rate. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. The examination of the returned item is complete with the creation of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.